Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00332.

Event description:
The customer reported that the hf-resection electrode "plasmaloop", loop, medium, 24 fr., 12°-30°, esg turis broke inside the patient during an unspecified therapeutic procedure. The procedure took approximately 2 hours and was prolonged due to searching for the broken loop and requiring another loop to finish the procedure, which directly correlated to additional anesthesia. The condition of the patient and outcome of the procedure were not impacted. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event (broken device) was likely due to wear and tear of the device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information as reflected on b5. . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
Olympus received further information from the customer. The procedure performed was a transuretheral resection of bladder tumor. The procedure was prolonged by less than 30 minutes. The broken loop fell into the bladder and was retrieved via an endoscopic grasper.